Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hypoglycemia. The customer blood glucose level was 46mg/dl. Customer declined to troubleshot for low blood glucose value. Customer treated with ice cream. Customer also stated insulin pump had cannot find sensor signal alarm. The device will be returned for analysis.